Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. The device was not returned and the lot number was unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a system error 2240 (air in line/set) alarm that occurred on the homechoice device during peritoneal dialysis therapy. This occurred during an unspecified process step in peritoneal dialysis therapy. The technical services representative (tsr) was unable to troubleshoot the alarm as the therapy had already been ended. The tsr explained the alarm to the registered nurse. There was no injury or medical intervention indicated at the time of the report. No additional information is available.